Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional event details have been provided to date. Should additional information become available, a follow-up report will be submitted. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Although no issues were identified during the current evaluation, a previous investigation was performed. Machine logs were reviewed, seal and cross seal temperature issues were found but it could not be determined if this impacted the complaint without a sample. A CAPA investigation was opened and has since been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. (B)(4).

Event description:
Received a complaint from an end user stating "dressing was press-fit together with the primary pack." End user stated that the dressings were not used.